Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unresponsive keypad. Customer also reported a loud screeching noise with no alarms present on the insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted. However, the insulin pump passed the functional testing, including the operating currents measurement test, self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected screeching noise or dark circle on the screen was noted during testing. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot and minor scratched display window.